Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was difficult to operate during use. The following was reported by the initial reporter: "it was reported that the customer cannot attach pen needles to insulin pen. Verbatim: per update provided by us com product name: bd nano 2nd gen 4mm. Material/catalog number: 320550. Is country event occurred unknown: no. Country event occurred: (B)(4). Bd awareness date: 2020-11-25. Complaint date received: 2020-11-25. Received voicemail from consumer stating she cannot attach pen needles to insulin pen. "

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was difficult to operate during use. The following was reported by the initial reporter: "it was reported that the customer cannot attach pen needles to insulin pen. Verbatim: per update provided by us com product name: bd nano 2nd gen 4mm. Material/catalog number: 320550. Is country event occurred unknown: no. Country event occurred: united states of america. Bd awareness date: 2020-11-25. Complaint date received: (B)(6) 2020. Received voicemail from consumer stating she cannot attach pen needles to insulin pen. "